Manufacturer narrative:
Investigation summary: a photo was provided for observation of this incident which revealed a white foreign matter. The photo did not provide sufficient evidence to identify the fm or the source of, therefore a root cause could not be established. It did not reveal sufficient evidence to confirm any physical/mechanical evidence linking to the manufacturing process. Although this incident was an MDR and review of the DHR was required; review was not conducted because a lot number was not provided. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that after removing a bd insyte¿ autoguard¿ bc shielded IV catheter, the following day an unknown foreign matter was found on the patient, at the site of the catheter insertion. The foreign matter was removed without medical intervention. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after removing a bd insyte¿ autoguard¿ bc shielded IV catheter, the following day an unknown foreign matter was found on the patient, at the site of the catheter insertion. The foreign matter was removed without medical intervention. There was no report of exposure, injury or medical intervention.